Event description:
Clinical adverse event received for mental problems. Device and procedure (relatedness). Device related: not related. Procedure related: not related. Treatment/impact: required inpatient hospitalization: yes, observation.